Manufacturer narrative:
The user-reported issue cannot be confirmed. The device was found to have a flow rate accuracy of -1.9% within the +/- 5% specification. The device was found to meet all specifications on (B)(6) 2017.

Event description:
The user reported that the pump was under infusing. "I was running a patient's medication over three hours like protocol says and the calculations were all correct the right amount of volume and the rate was calculated properly. Although two hours in I realized there was more in the bag then there should have been at the time. I ended up switching him to a different pump to see if it was the pump being off somehow." No patient harm or injury occurred for this case.